Event description:
It was reported an air leak was noted at the hemostasis valve.

Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation. Visual inspection revealed a blood-like substance on the returned device. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, functional testing revealed a leak through the sideport during testing. Add'l investigation revealed the leak was caused by a tear at one end of the hemostasis seal. It is uncertain what caused the tear in the seal.